Manufacturer narrative:
Device returned for evaluation. Two kinks in the catheter body were observed at the 10cm mark and at 12.5cm. A hole in one side of the 10cm marking observed. It is not certain if th ekink and hole are causal.

Event description:
Company contacted by nurse reporter regarding a hydromid catheter that allowed for infiltration of medication to upper right arm. A leak or rupture of the catheter body. The catheter was removed and replaced with no clinical impact to the patient.